Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4)

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the doctor noticed fibers in the anterior chamber.additional information was requested.

Manufacturer narrative:
The initial decision to report was incorrect, resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional clarification has been received internally. And the file is not to be considered a reportable malfunction, because which indicated, that the iol did not cause of the reported fiber.